Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894410 and gd894725 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is a report of a patient who experienced peritonitis. The patient was hospitalized for the peritonitis. On an unknown date, the patient was treated with unspecified antibiotics. After five days, the patient was discharged from the hospital. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available. This is report 2 of 3 involved in this peritonitis event.